Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in an cryoablation procedure. After the polarx catheter was inserted into the polarsheath the physician aspirated the catheter, and air entered the syringe. The polarx balloon was removed and reinserted into the sheath; however, the air was pulled out as well; therefore, the polarsheath was replaced with a new one. Although the new polarsheath sheath contained air as well, the procedure was continued without aspirating. No patient complications were reported.